Event description:
It was reported that a syringe 1.0ml 31ga 8mm 10bag 500 wal had incorrect label information before use. The following was reported by the initial reporter: "it was reported that the syringes are usually in a whit box, but this time they are in a green box. Verbatim: pharmacist reported typically the 31g, 8mm, 1ml syringes are in a white box. Stated he has a box labeled 31g, 8mm, 1ml syringes however they are in a green box which is typically for the 6mm syringes. Stated he is unsure if the correct syringes are in this box or if the box is mislabeled. Declined replacement. Lot # 0241664cat # unknowndate of event: 12/28/20samples: yes sendig mail kit".

Manufacturer narrative:
H6: investigation summary:# 0241664. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 1.0ml 31ga 8mm 10bag 500 wal had incorrect label information before use. The following was reported by the initial reporter: "it was reported that the syringes are usually in a whit box, but this time they are in a green box. Verbatim: pharmacist reported typically the 31g, 8mm, 1ml syringes are in a white box.stated he has a box labeled 31g, 8mm, 1ml syringes however they are in a green box which is typically for the 6mm syringes.stated he is unsure if the correct syringes are in this box or if the box is mislabeled.declined replacement.lot # 0241664, cat # unknowndate of event: (B)(6) 2020, samples: yes, sending mail kit".